Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) was alarming very loudly. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. In order to fix the issue, the fse replaced the power management board. The fse then performed all functional and safety checks to factory specifications. The unit was then cleared for clinical use. The following investigation was performed by the technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received the part, power management,rohs with a reported unit failure of the unit alarming. The failure analysis and testing dept. Performed a visual inspection of the power management,rohs and found the part to be in good condition. The failure analysis and testing dept. Installed the board into the cardiosave test fixture and tested the board to factory specifications per procedure and the cardiosave service manual. The failure analysis and testing dept. Was able to replicate the failure of he unit alarming. The alarm occurred when the unit was on ac for approximately 10 minutes. The failure analysis and testing dept, was able to replicate the failure of the unit alarming. The board failed testing. Retaining the power management board in the failure analysis and testing department per procedure.

Manufacturer narrative:
The maquet failure analysis and testing dept.(fat) received part number 0670-00-1162 serial number (B)(6) with a reported unit failure of the unit alarming. The failure analysis and testing dept. Performed a visual inspection of part number 0670-00-1162 power management, rohs serial number (B)(6) and found the part to be in good condition. The failure analysis and testing dept. Installed the board into the cardiosave test fixture and tested the board to factory specifications per procedure and the cardiosave service manual. The failure analysis and testing dept. Was able to replicate the failure of he unit alarming. The alarm occurred when the unit was on ac for approximately 10 minutes. The failure analysis and testing dept, was able to replicate the failure of the unit alarming. The board failed testing. The fat dept received part number: 0670-00-1162 serial number: (B)(6) from the supplier. The supplier evaluation states the following: 1. Perform visual check result: no abnormalities found 2. Board was re-tested at fct result: failed step 4.10.5.2.5 channel adc2 fan_pwr_mon, check tp2 after toggled 3. Perform troubleshooting result: found component ic u5 defective ic u5 defective. The fat dept will retain this part as per procedure. It was also stated by the fat that the alarm that was able to be replicated was the system failure alarm. The potential cause of failure to the ic u5 is damage to the input/output pins.